Event description:
A malfunction alarm, identified as malf 0, was reported by the customer with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and after the reset, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction occurs again. Customer acknowledged and understood the instructions.